Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a consumer reported, on behalf of a female patient, the patient's humapen luxura hd device jammed and did not administer insulin. The patient administered the insulin remaining in the cartridge, using a syringe. The consumer indicated the device was stored in the refrigerator with a needle attached, and needles were reused. The patient experienced an accidental overdose. The device was not returned for investigation (batch 1310g10, manufactured october 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Troubleshooting of the device was performed by trained professional. The device released insulin after a new needle was attached, indicating it was functioning normally. The instructions for use (IFU) state, "use a new needle for each injection." The IFU also states "remove the needle after every use. Do not store the pen with the needle attached," and "do not store the pen in a refrigerator." There is evidence of improper use and storage. The patient reused needles and stored the device in the refrigerator with a needle attached. It is unknown if these relevant to the accidental overdose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint (pc) and an adverse event (ae), concerns a female patient of unknown age and origin. The medical history and the concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), cartridge via reusable pen, unknown dose, frequency, route of administration, indication for use and starting date. On an unknown date, unknown time after human insulin nph therapy via humapen luxura hd started the patient was experiencing an issue with humapen luxura hd. It was reported that the reusable pen was jamming and the patient administer the insulin remaining in the cartridge using a syringe. As a result, the patient accidentally injected 120 iu of human insulin nph ((B)(4), lot number 1310g10). The patient was taken to the hospital where she received serum and sugar as corrective treatment for the accidental overdose. It was not clear if the patient was hospitalized. The event of accidental overdose was considered serious by the company due to its medical significance. Laboratory exams and event outcome information were not provided. It was reported that the patient reuses needles and usually stores the humapen luxura hd and the human insulin nph cartridge in the refrigerator, and also she usually leaves the needle attached to the device. The human insulin nph therapy status was not provided. The patient was the operator of the humapen luxura hd, however it was unknown if she was trained. It was reported that the reported reusable device has been used for about two years, but it was unknown for how long this device model has been used. The suspect device was not returned to the manufacturer. The reporting consumer did not provide any relatedness opinion. This case is cross referenced to (B)(4). Edit 08aug2017. Case was opened to enter medwatch fields for device reporting. Edit 22aug2017: case was edited as non med sig to add a humapen luxura half dose as concomitant device to link the (B)(4). Update corresponding fields accordingly. Update 30aug2017: additional information received on 29aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the humapen luxura half-dose device relating to (B)(4). Corresponding fields and narrative updated accordingly.